Manufacturer narrative:
Additional information: section a-3b patient gender: female section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between 05-jun-2025 and 06-nov-2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively, the patient reported her vision has never felt good since the initial surgery. She has always noticed a "fuzz" around the edge of her vision and wished her vision was better, eye fatigue sensation, and her daily activities were significantly affected. The iol was explanted during a secondary surgical procedure; the information regarding the replacement iol was not provided. There was no medical attention, no sutures, and no vitrectomy during the lens exchange procedure. Patient's vision pre-operative was 20/30-2 and described as fuzzy, post-operative results were not provided. Patient prognosis post lens exchange is unknown. The iol directions for use were followed. No further information is available.